Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen of the insulin pump would go dark and had button anomaly. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump¿s battery was dead, rejected new batteries, had unexplained no delivery alarms, false no delivery alarms, insulin pump stopped giving insulin when the pump had insulin, failed to give low battery alarm and declined battery life. The device will not be returned for analysis.